Event description:
Pt tested blood glucose and obtained a reading of 492 mg/dl on the suspect device and administered 18 u r and 30 u nph insulin to himself. He retested 2 hours later and suspect device read error. He again injected 18 u r and called his dr. Emts arrived due to pt in insulin shock. Hospital tested pt's blood glucose on unk device and got 40 mg/dl. Pt was given glucose IV.